Event description:
Diagnosis of aneurysm of inferior vermian branch of rt pica and arteriovenous malformation (avm) of rt pica with subarachnoid hemorrhage (sah) on (B) (6) 2010. During cerebral embolization on (B) (6) 2010, onyx material separated from rest of glue catheter and was adherent to distal tip of catheter. This became adherent to superior cerebellar artery. Unable to retrieve catheter - remains implanted. Subsequent radiological testing noted multiple infarcts and occlusions. Patient unresponsive, testing and physician assessments concluded no functional quality of life predicted. Family decision to proceed with donation after cardiac death. Patient pronounced on (B) (6) 2010 at 1427.